Event description:
When crew applied lp12 quik-combo pads, no reading was displayed on the monitor/defibrillator. Crew hard wired pt with same monitor defibrillator with still no display. All connections were confirmed with still no display. Second monitor/defibrillator was obtained from a second als unit. Pt found in v-fib. Delay of defibrillation occurred.